Manufacturer narrative:
Initial reporter city - (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis of a non-bsc stent located in the moderately tortuous and moderately calcified right external iliac artery. After inserting a 6f non-bsc sheath and crossing the lesion with a non-bsc guidewire, a 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 6x2mm mustang balloon catheter which was inflated at 14 atmospheres. No patient complications nor injuries were reported and the patient was in good condition.